Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed through this evaluation as the device is not available for investigation and no images were submitted for review. The report of high pump power also could not be confirmed as no log files were submitted for review. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported embolic stroke, high pump power, elevated lactate dehydrogenase (ldh), mitral regurgitation, aortic insufficiency, and suspected thrombus could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis, hemolysis, peripheral thromboembolic event, stroke, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding the recommended anticoagulation therapy, including inr range, as well as the suggested anticoagulation modifications. Section a ¿summary of clinical studies¿ lists 'sustained power elevations' and 'elevated ldh and/or pfhgb levels without clinical signs of hemolysis' as potential signs of pump thrombosis. In addition, section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 1 of the IFU addresses all pump parameters including pump speed, power, flow, and pulsatility index. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the hmii IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was electively admitted on (B)(6) 2021 with high pump power and elevated ldh. Anticoagulation was held for short period of time due to bleeding from an extracted implantable cardioverter-defibrillator (ICD) site. The pump was reportedly decommissioned, and extracorporeal membrane oxygenation (ECMO) was initiated. A watchman device was placed into the outflow graft with the plan to emergently list the patient for transplant. A transesophageal echo (tee) of the outflow graft with the watchman device in place revealed a small leak with retrograde flow into the outflow tract. Severe mitral regurgitation and mild aortic insufficiency were unchanged. Pulsed wave doppler (pwd) analysis of the device inflow cannula showed trace regurgitation into the left ventricle (lv) likely due to device thrombosis. The patient was getting ready to be taken to the operating room for transplantation when they were found to be unresponsive. A computed tomography (CT) scan revealed an embolic stroke, and the patient's family decided to transition to comfort care. The patient expired on (B)(6) 2021. It was reported that the device operated as expected and would not be returned for evaluation.

Event description:
It was reported that the patient passed away due to pump thrombosis. The patient was placed on extracorporeal membrane oxygenation (ECMO) and was moved up the emergent transplant list. The patient suffered an embolic stroke, which was confirmed via a computed tomography (CT) scan. Of note, the patient's anticoagulation had been held for a short period of time due to bleeding from an extracted implantable cardioverter-defibrillator (ICD) site. Ultimately, the patient's family decided to transition them to comfort care. The patient's pump was reportedly decommissioned.